Manufacturer narrative:
D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of cracked hub could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 3 of the bns 7 in stdbore pr ext rem IV con sl hub were cracked. The following information was provided by the initial reporter: customer stating cracked hub.